Event description:
The reporter contacted animas on (B)(6) 2012, stating the ok button was sticking and intermittently unresponsive. The reporter denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2012. The pump was returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: keypad is fully intact. The "down" key responds intermittently. Keypad was removed to investigate and keypad contamination was located under the "contrast" contact button.